Event description:
It has been reported to us that the radiopaque marker band of the device separated and remains inside the pt's vessel. The physician inserted the aspiration catheter into the vessel. At some point during the procedure, the tip of the aspiration catheter looped back upon itself, and the radiopaque marker band of the aspiration catheter became separated and remains inside the pt's vessel. The decision was made to leave the separated radiopaque marker band inside the pt. The actual complaint sample will not be returned for evaluation.

Manufacturer narrative:
This report being submitted is considered to be the initial and follow-up medwatch. The actual complaint sample used during the case was not returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number of the device was unk, and therefore a review of the device history record can not be performed. If at a later date the actual complaint sample is returned or any additional information is provided, an updated report will be submitted. Device discarded - not returned for evaluation.